Event description:
Ultrasonic sound waves not engaged.

Manufacturer narrative:
No pt injuries reported. In response to a technical bulletin issued by custom ultrasonics inc., as a reminder to understand the operator's manual requirement for audible confirmation of ultrasonics, the customer noticed that the ultrasonics were not engaged. The facility's biomed engineer discovered a blown fuse and replaced the fuse but the ultrasonics did not work. The biomed engineer replaced the generator board. The unit is working as intended. The generator board was not sent back to the MFR for eval. The customer could not confirm when the ultrasonics failed. There is no further info available at this time.